Event description:
A nurse reported that a patient was hospitalized on (B)(6) 2014 due to peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not do a mask. No dialysis treatments were missed and there was no reportable malfunction. On an unknown date after being admitted, the patient's modality was changed from peritoneal dialysis to hemodialysis, and the patient's peritoneal dialysis catheter was removed. As of (B)(6) 2014, the patient continues to be hospitalized and continues hemodialysis therapy. As of (B)(6) 2014, it is unknown if the patient's signs and or symptoms of peritonitis have resolved. Limited information was provided for this safety report.,

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.